Event description:
Subsequent to the initially filed report, the following information was received: the stent delivery system (sds) was withdrawn fully inflated, which faced resistance and was removed with force. The contrast mix was 50/50. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported deflation issues were not confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the noted inner member damage identified during return device testing caused the reported deflation issues and subsequent difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the balloon on the 4.0x8mm xience sierra stent delivery system (sds) wouldn't deflate, and it took a lot to get it out. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.